Event description:
It was reported that the patient's blood glucose level reached over 22.5 mmol/l (405 mg/dl) while the pod was worn between 25 and 36 hours. The cannula deployed early in the activation process indicating that a needle mechanism failure occurred. Additionally, when removed from the infusion site, the cannula was found to be bent. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were observed in the pod data. The download data showed that the pod completed both priming sequences with an expected number of pulses and ran for 2429 pulses, delivering several boluses, before deactivation. No damages to the environmental seal or bottom housing were observed. No damages or deficiencies to the needle mechanism were observed that could have resulted in a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Investigation of the needle mechanism found no issues that would result in the needle deploying early. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found.